Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had discomfort while charging. After 1 minute of charging the patient feel a surge in stimulation on both leads. It was a stinging sensation that ran up the leads going up to the tip of the leads. Electrode impedance was in range. X-rays were taken to evaluate system integrity and at the time of report there was nothing in the pictures indicative of a problem. The patient experienced a stinging stimulation feeling at the lead site. There was a sudden change with symptoms. The patient was floured and the device was interrogated including groups. They were unable to replicate the sensation. All of the troubleshooting came out negative. The programs and group impedances were as follows: program 1 524ohms 1.2ma using electrodes 0-3, program 2 536ohms 2.44ma using electrodes 4-7, program 3 600ohms 2.64ma using electrodes 8-11, and program 4 578ohms using electrodes 12-15.